Manufacturer narrative:
At this time no product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the needle of the freestyle libre sensor remained stuck in their skin after sensor removal. The customer had contact with a healthcare professional who removed the needle and no additional treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the needle of the freestyle libre sensor remained stuck in their skin after sensor removal. The customer had contact with a healthcare professional who removed the needle and no additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed on the returned sensor and no issues were observed. The sensor plug was properly seated. No failure modes were observed upon visual inspection of the sensor plug assembly. A severed sensor tail was observed; therefore, an extended investigation has been performed. Although the sensor tail was observed to be severed, no issues were observed on the tail before and after the break, indicating that the tail was in good condition. A watermark was observed at the base of the tail and around the sharp slot, indicating that the sensor had been inserted correctly. The isp (inspect, sample, pack) data was reviewed for the sensor lot and determined that the sensor deflection and thickness were within tolerance and did not adversely affect the structural integrity of the tail. The previously conducted DHR review indicates that this unit passed all tests prior to release. As all processes were found to be effective and this issue occurred on the 7th day of wear, the reported issue is not an out-of-box failure and occurred during wear. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.